Event description:
It was reported that the plate was inserted on (B)(6) 2018. Patient recently had a fall and (possibly) consequently the plate was discovered to be broken. Surgeon believes the plate broke during the fall and this should not happen. Broken plate was removed and replaced with a nail.

Manufacturer narrative:
The associated peri-loc 4.5 mm proximal humerus locking plate was returned and evaluated. A lab analysis conducted during this investigation indicated that the product fractured through the sixth and twelfth hole of the plate. The fracture occured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the locking plate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to: excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, and/or poor bone quality. An edxa analysis showed no material deviations in the locking plate were found during this investigation. It was reported that the surgeon believes the plate broke during the patient fall. A clinical evaluation noted that the impact to the patient beyond the revision cannot be determined. No further clinical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.